Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving unknown morphine via an implantable pump for non-malignant pain. It was reported that the caller (hcp) stated that the patient had the pump adjusted on monday ((B)(6) 2026) and the patient's mother indicated that at the refill, they changed the concentration and increased the dose. The caller stated that the patient was in the hospital for hypoxic, minimally responsive, and they were concerned with a drug overdose. The caller stated that the patient was currently on a narcan drip. The caller stated that they would like the medtronic (mdt) representative to check the pump. The technical services (ts) transferred caller to the national answering services (nas). Additional information received from a health care provider (hcp) indicated that it was hard for the hcp to stated if there was information provided to reasonably suggest the pump medication was being delivered unintentionally in a matter greater than prescribed because she could not physically see the pump. The only info she had was from the patient's mother and the hcp called mdt because she didn't not know if the pump was or was not working. When asked if the pump was interrogated by the rep and if there were any alerts/issues with the pump, the hcp stated not that she was aware of. The hcp stated that the manufacturer representative (rep) ended up shutting down the pump. When asked if the mdt device was causal/contributory to the hypoxia, the hcp stated she didn't know how to answer that. The hcp stated that she no longer had access to the patient's chart anymore and could not see the patient's records.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.